Event description:
The controller unit seemed to be malfunctioning. They received messaged stating the settings changed when they had not changed them. They were sent a new unit. The new unit worked fine. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Date of event: event date month and year valid. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's therapy settings were changing and they weren't sure how it was happening. They were supposed to be on group b, but when they checked the controller they were on group a. At one point the intensity was set on 3.0 without them making the change. When they checked stimulation about a week prior they saw that stimulation was turned off without the patient doing anything. Their pain level has increased due to the changes in settings. The controller settings changed on its own and turned therapy off without the patient touching the controller. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6), 2019, that the circumstances that led to the issues were due to the programmer seemed to change from b to a and to a different strength. A new programmer has been sent to the patient and the patient noted that the issues has been resolved. There were no further complications or anticipations reported with this event.